Event description:
It was reported that during a scheduled device changeout procedure, when the physician extracted the can from the pocket, this right ventricular (rv) lead fractured completely in half 3-4 inches distal from the terminal pin. This patient is dependent and, therefore, experienced asystole until external defibrillation pads were activated. A code blue was called and the physician inserted a temporary pacing wire. Once the patient was hemodynamically stable, a new rv lead was implanted. This fractured rv lead was surgically abandoned. No additional adverse patient effects were reported. It is expected to receive the fractured portion of this rv lead.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the proximal segment of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. The severed ends of the lead do not show evidence of fracture, they appear to have been cut by a tool. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a scheduled device changeout procedure, when the physician extracted the can from the pocket, this right ventricular (rv) lead fractured completely in half 3-4 inches distal from the terminal pin. This patient is dependent and, therefore, experienced asystole until external defibrillation pads were activated. A code blue was called and the physician inserted a temporary pacing wire. Once the patient was hemodynamically stable, a new rv lead was implanted. This fractured rv lead was surgically abandoned. No additional adverse patient effects were reported. The fractured portion of this rv lead has been received for analysis.

Manufacturer narrative:
Corrected fields: h6 impact codes. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the proximal segment of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. The severed ends of the lead do not show evidence of fracture, they appear to have been cut by a tool. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a scheduled device changeout procedure, when the physician extracted the can from the pocket, this right ventricular (rv) lead fractured completely in half 3-4 inches distal from the terminal pin. This patient is dependent and, therefore, experienced asystole until external defibrillation pads were activated. A code blue was called and the physician inserted a temporary pacing wire. Once the patient was hemodynamically stable, a new rv lead was implanted. This fractured rv lead was surgically abandoned. No additional adverse patient effects were reported. The fractured portion of this rv lead has been received for analysis.